Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: "needle blocked."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter address: (B)(6). Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Customer returned one (1) used 32g x 4mm pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was angled to one side along the surface of the needle hub. No evidence of manufacturing defect was observed. The sample could not be tested properly for flow due to the condition that it was returned in. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannula can be traced to the user. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.